Event description:
The physician, who was not trained, attempted closure of the arteriotomy with the closer tsl 6fr device. The operator reportedly opened the foot and deployed the device. He then removed the device without reparking the foot, which tore the artery. The patient was taken to surgery for vascular repair. The patient is reported to have recovered without further incident.